Event description:
It was reported that the system was removed due to infection.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2007 to remove and replace the acetabular cup due to loosening. No further information has been provided to date.